Event description:
It as reported that the patient was not able to use the spinal cord stimulator due to the ipg moving around the pocket which resulted to charging difficulties. The patient also reported some tenderness on the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.